Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image went black when using it at the closure of a therapeutic cystoscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
His report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device underwent a visual inspection and functional tests and passed all functional and leak tests. A probable root cause could not be identified. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image went black when using it at the closure of a therapeutic cystoscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.